Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump got wet, received critical pump error/open book image, cracked on the side and pump screen was blank. Troubleshooting was performed and issue was not resolved. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
S/w ver 5.2a. Retainer = black. Case type = ngp. The customer returned the pump for an alleged blank display, critical pump error (open book image) alarm, moisture exposure, and a crack on the side of the pump found on (B)(6) 2023. The pump powered up after battery installation. No blank display noted however, the pump was received with a critical pump error (open book image) alarm. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump diagnostic trace file reveals on (B)(6) 2023 at 09:46:00 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. Moisture damage is found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, force sensor flex tail, and on the inside of the battery tube. Rust and corrosion were found on the motor and force sensor. The force sensor zero offset is out of specification (-0.3 mv). Pump error 35 and critical pump error (open book image) alarms are due to moisture damage on the force sensor circuit. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, serial number label fading, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank display is not confirmed. Critical pump error (open book image) and pump error 35) alarms are confirmed due to moisture damage (rust and corrosion) on the force sensor. The force sensor zero offset is out of specification (-0.3 mv). Cosmetic damage on the battery compartment and battery tube threads is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.